Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced "stomach stimulation." It was further reported that it was believed that the patient's lead "was wrapped around his cord" and that this was the cause of the stimulation. The revision was reported to have occurred on (B)(6) 2013 due to "lead migration." The exact nature of what was done during the revision was unknown at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information revealed there was a meeting on (B)(6) 2013, following the loss of stimulation results. At that time, impedance measurement were within normal limits. Patient education was provided on increasing voltage via the patient programmer. The patient reported proper stimulation following the appointment.

Manufacturer narrative:
(B)(4).